Manufacturer narrative:
(B)(4).

Event description:
The customer and medwatch (B)(4) indicates that during placement of the central line, the wire sheath broke.

Manufacturer narrative:
Qn#(B)(4) medwatch# (B)(4). Additional information was received and it was reported that there was no harm to the patient. Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed on the spring wire guide with no evidence to suggest a manufacturing related cause. Without the device to evaluate, the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The customer and medwatch# ((B)(4)) indicates that during placement of the central line, the wire sheath broke.